Manufacturer narrative:
Citation:yeong m first successful trans-catheter aortic-valve replacement for native aortic stenosis in atrio-pulmonary fontan. Int j cardiol. 2016 nov 1;222:963-964. Doi: 10.1016/j.ijcard.2016.08.006. Epub 2016 aug 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) -years female with severe aortic stenosis who underwent implant of medtronic 29mm corevalve evolut-r. The serial numbers were not provided. Adverse events included permanent pacemaker implantation, incomplete frame expansion and valve migration. No additional adverse patient effects or product performance problems were reported.